Event description:
It was reported that there was a suspected pocket infection as the site was reddened. Blood cultures were positive for streptococcus mitis but it was reported that the sample was possibly contaminated. The patient was seen by infectious disease and it was noted that it was unlikely an infection but rather a hematoma due to anticoagulation. Blood cultures will be repeated and the (ipg) remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event. Additional information was received that all blood tests were normal. It was reported that there was risk for skin erosion due to the size of the device. Additionally, the patient experienced pain at the implant site. The device was subsequently repositioned the issue was resolved. The device remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an adverse event. Unknown medtronic lead implanted: 2005 (B)(6). (B)(4).